Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving vibratory patient notification alert. Upon device interrogation, elective replacement indicator was noted. There was also an alert for high pacing lead impedance and a complete loss of capture was observed. Lead was explanted and replaced. No further information was available.